Event description:
Pt called lfs on 06/24/03 alleging their meter would only prompt an error 5 message. Pt reported experiencing symptoms while attempting test. Pt was able to test on another meter but they do not remember the result. They treated themselves with insulin. No medical intervention required. No further info has been reported.